Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked reservoir tube, display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had cracks. The customer's blood glucose was 598 mg/dl at the time of call. The customer's blood glucose was 375 mg/dl at the end of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed troubleshooting and did not found air bubbles, leaks and setting issues. The insulin pump will be returned for analysis.